Event description:
A doctor alleged that the premise composite did not polymerize during a patient's procedure on (B)(6) 2013. Due to time constraints, the doctor dismissed the patient.

Manufacturer narrative:
The patient returned on (B)(6) 2014 to complete the procedure. The doctor removed the uncured composite and replaced it with premise, without further incident. To date, the patient is doing fine. A physical evaluation was performed on the returned product, yielding results within specifications.